Manufacturer narrative:
A device history record review was performed for system 120056 and with no non-conformances noted. The device was manufactured according to specifications.

Event description:
It was reported that during a monarch bronchoscopy the scope navigated to first lesion on right side with no issue, then the physician set up for second lesion on left side. It was reported that the navigation was off (jumpy, driving within the airway, but the visual image was ¿floating¿). The physician reengaged the scope, with a slight improvement, but the navigation would flicker and have us in the upper lobe and then ¿jump/flicker¿ to the lower lobe. Bouncing back and forth., with a lot of secretions. The airway was cleared with an olympus manual bronchoscope. A normal set up of monarch after. Clean em field with the correct set up. Part of the workflow of doing two lesions in one patient is to switch side of the field generator (em) to the second lesion of interest.. The physician navigated to the target but the fluoroscopy imaging did not match what the monarch navigation was presenting. The physician noted the scope was buckling so the scope was backed up and the error went away. Because the patient had a positive diagnosis on right, they ended the case and will get a CT guided biopsy of left. The fluidics tubing malfunctioned and would not allow the saline to make it to the scope. Confirmed placement and openings with no success. The tubing was swapped out and the issue was resolved. The procedure was aborted and rescheduled for a later date.

Manufacturer narrative:
Engineering could not confirm the reported navigation accuracy through logs, as the logs were not available for investigation. Three good faith effort (gfe) was made for acquiring the logs and subject dicom (digital imaging and communications in medicine). However, they were not available as of 08/11/2022. Due to the absence of logs and subject dicom, engineering is unable to confirm the occurrence of the reported navigation inaccuracy. Scope was returned for inspection. During the investigation of the returned device, a visual inspection found no external damage of the device or its return packaging. The ability of the device to latch was tested on multiple test fixtures as well as an in-house monarch system on both instrument device manipulators (idm). Dimensional verification for any structural anomalies observed no variances outside of tolerance. Bench testing was performed on the returned device to verify electrical functionality of the camera, light emitting diode (led), and electromagnetic sensors (em). The result of the tests found the device to be within specifications. The device was then loaded to an in-house system and driven through a lung model. The device functioned as expected. Based on the results from the examination, the product met specifications and there were no issues found. The root cause cannot be determined based on the information provided as the provided information is limited. The failure cannot be replicated and no root cause can be identified. A review for similar complaint shows the reported issue is a known issue however the root cause is specific to each individual case. A review of the device history record (DHR) was performed. There are no reports of nonconformance that relate to the reported incident. This issue will be tracked and trended in the monthly complaint trend review meetings.